Manufacturer narrative:
Additional information: the exact occurrence date is unknown. Best estimate per report. The device was not returned, therefore product testing on the actual device could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
Initially, a trabecular micro bypass stent patient reported that the stent "continued to clog" following cataract plus stent procedure. Through follow-up, the patient¿s husband reported that the stent is obstructed by the patient's iris and the surgeon has attempted laser treatment without success in resolving the occlusion. Consent request to contact the implanting surgeon was declined, and no further information was provided.